Event description:
The customer reported the ventilator alarmed proximal pressure sensor autozero failure. It is unknown if there's patient involvement. No harm was reported.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The power supply and power management board that were replaced to resolve the spontaneous power issue that were found during the device's onsite servicing were returned for failure analysis. The returned power supply and power management board both passed all testing. The failure investigation technician could not duplicate the power issue.

Manufacturer narrative:
The remote service engineer confirmed the presence of the error, the proximal pressure is not measured, and the pressure-related alarms are compromised in the logs. During onsite servicing, the ventilator spontaneously turned off and on. The field service engineer (fse) replaced the power management board, power supply, and the power switch overlay to resolve the spontaneous power issue. The fse replaced the solenoid valve and the data acquisition board to resolve the pressure error. The system meets specifications after maintenance has been performed. It is returned to service.